Event description:
It was reported that one (1) patient in the conventional group sustained an intraoperative right knee medial collateral injury and was repaired. Initial operative notes noted that the medial collateral ligament was injured during removal of meniscal remnants and posterior osteophytes. Primary repair of the ligament was performed as a hinge prosthesis was unavailable for use. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. D10 - concomitant devices - persona cruciate retaining cemented standard femoral component right size 9 catalog #: 42502606602, lot #: 65486781, persona medial congruent articular surface right 12mm catalog #: 42522100812, lot #: 65188418. E1 - contact - journal article correspondence author. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on jan 26, 2026, mar 3, 2026, apr 14, 2026 and apr 30, 2026 under manufacturing report number 0001822565-2026-00244.